Manufacturer narrative:
Unit passed displacement test; it failed self test returning a hardware low level failure alarm. Multiple insulin pump error alarm occurred during testing; however, multiple insulin pump error alarm are found in the pump history file due to software errors. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Hardware low level failure alarm is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly.

Event description:
Customer reported via phone call that the insulin pump had pump error motor arm cannot communicate with the main arm and hal software error detected. Customer's blood glucose level was 108 mg/dl. Customer was able to clear the alarm and able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will be returned for analysis.